Event description:
The physician attempted arteriotomy closure with the closer s 6 fr. Device after an interventional procedure. It was reported that the device deployed without difficulty. It was noted upon needle retrieval that "there was a lot of resistance". The needles were retrieved and it was noted that the posterior cuff had come out of the foot pocket and was attached to the end of the posterior needle. The posterior suture was detached and inside of the metal guide. There was report of difficulty parking the foot. The physician reported the "foot seemed to park only 1/2 way, but with both hands was able to park the foot." The device was removed from the artery without resistance. Hemostasis was not able to be achieved. The physician stated this was "probably due to a side wall stick and that he did not have good mark either." A sheath was inserted for hemostasis until the activated clotting time came down. Closure of the arteriotomy was then achieved with compression. There was no report of adverse patient event.